Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 6947 implantable tachy lead implanted: 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary #analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported that non-sustained ventricular tachycardia of noise was seen on the implantable cardioverter defibrillator (ICD). The ICD also experienced a setscrew issue as the port screw was screwed in all of the way, but could not be unscrewed. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had a high pacing threshold and fluctuations in impedance. The lead was reprogrammed and audible alerts have been turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.